Event description:
Reportedly, the pressure base line is unstable. After zeroing, the pressure signal increased continuously so, it was re-zeroed, which did not correct the issue. After the dpt was changed out for a new one, then the signal was stable. No patient injury was reported.

Event description:
It was reported that the right atrial lead had apparent conductor fracture. The lead was noted to have been unipolarized. The lead was removed and replaced. During the implant attempt of the new lead, it was reported that the stylet became kinked in the lead and there was difficulty removing the stylet from the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the customer reported defect was not confirmed. The triple kit was returned and all disposable pressure transducers zeroed and sensed pressure. During 8 hours testing, the pressure did not show any drift and was within specifications. Electrical testing showed that both input and output impedance were within specifications. Zero-offset also met specification per directions for use. No visible defects were found at the supercomal cable connectors.